Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) was calling for end of therapy assistance. The hp stated that the homechoice (hc) was not draining. The baxter technical service representative (tsr) had the hp check the patient line for bubbles. The hp stated there was air bubbles in the patient line. The tsr assisted in ending the therapy. The hc is operational. The home patient discarded the supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.